Event description:
It was reported that a pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer was able to resume insulin delivery with the original cartridge, and cts provided tips for preventing altitude alarms, which the customer acknowledged and understood.